Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer frequently allows the pump battery to fully deplete as the customer forgets to charge the pump. The customer's blood glucose (bg) level was 332 mg/dl with moderate level of ketones. The customer delivered a bolus via the pump to address the bg level. Tandem technical support reviewed the pump data and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had fully depleted.